Event description:
The patient experienced a lump/bulge over the spine where the catheter "goes in." The patient had an x-ray while at a refill appointment (date not specified) and it was determined by the hcp the "anchor" came loose. On (B)(6)2010, the patient experienced discomfort when bending forward. The pump medication was not reported. Further information has been requested of the hcp but was not available at the time of this report.

Manufacturer narrative:
(B)(4)